Event description:
Pt. Placed on a zoll lifevest on (B)(6) 2024 and over 2 weeks developed a serious contact dermatitis - itchy, deep red with heavy blistering. This is documented as having occurred before causing an allergic reaction due to the nickel in the vest. Wcd 4000 - wearable cardioverter defibrillator.